Manufacturer narrative:
B3: date of event is unknown; the suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. The customer reported issue was not confirmed. The root cause of the event could not be identified because the test results (measured values) fell within the product specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device was returned to the customer with no repair performed.

Event description:
It was reported that a dosing error occurred during infusion at patient's home. There was patient involvement, with no patient harm or adverse event reported.